Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this part were broken during a cadaver lab training on (B)(6) 2018. Received broken part from warehouse on 06/26/2018. The 2 parts jammed together and cannot separate.

Manufacturer narrative:
Product complaint # : investigation summary :examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.